Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-39 mg/dl. Low bg cause was not known. Customer administered a glucagon injection to address bg and went to the emergency room. Customer was treated with intravenous fluids of saline and discharged the same day with the issue resolved. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.